Manufacturer narrative:
The cns was found to be overheating because the inside of the tower had not been properly cleaned and maintained. The bme was advised of the proper cleaning procedure, which resolved the issue. The cns is now operating normally. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went to a white screen and emitted a loud noise. The cns then shut down and rebooted.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that their device shutdown after white screen and loud noise. Service requested: troubleshooting service provided: troubleshooting investigation details: the unit was placed into service on (B)(6) 2016, which is over 2 years at the time of the reported issue. A review of device history found the following previously reported similar issue with this device: 300133939, reported on (B)(6) 2018- the cns spontaneously shutdown and rebooted; root cause: unknown 300180196, reported on (B)(6) 2019- cns rebooted and upon reboot the cns software did not launch automatically. An irc (irc-nka300180196) was initiated for this issue and nkc determined from the logs that an error occurred due to increase in system load and indicated this as an individual problem. Similar tickets using "pu-621ra cns spontaneous reboots" gave no result. Similar tickets using "pu-621ra reboots" gave the following result: 20553- cns reboots after admitting a patient; root cause: unknown 42062- cns reboots randomly; root cause: duplicate ticket for 43385 26255- device reboots; root cause: unknown 43385- cns reboots randomly; root cause: unknown the root cause of the issue was determined to be user not performing preventative maintenance on their device. The issue was resolved by cleaning the tower. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, fan operation should be checked through procedures outlined on section 5.3 of the service manual, and internal sensor, fan, and hard drive condition should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Cns-6201a operator's manual also advises the customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. While restarting, patients monitored by the central monitor must be monitored by alternate instruments such as bedside monitors. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went to a white screen and emitted a loud noise. The cns then shut down and rebooted.